Event description:
Additional information was received from the neurologist¿s office stating that the patient's head pains were related to vns therapy per the patient, and the doctor was not sure of the relationship between the two as he did not interrogate the device. The patient's head pains were a contributing factor for surgery referral, but surgery is for patient comfort reasons. The doctor stated that the patient¿s device will be explanted, not replaced. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that this patient is being referred for generator replacement. The patient has had the vns implanted 10 years ago, and it is now off, and the neurologist wants to restart vns therapy for the patient. The patient later reported that they need an MRI of their head, and has been having pain in his head. The patient reported that they would like the device out.